Manufacturer narrative:
The customer stated he has a pressure injury, but roho, inc. Has not seen medical records to confirm this. The cushion was returned and the evaluation report is attached. Additional clarification: the material on the cushion cell was folded in a way that roho, inc. Could not reproduce under simulated normal use. Repeated folding of the material in this manner likely caused the crease which led to the fatigue failure. If roho, inc. Becomes aware of additional, relevant information, a follow up report will be submitted.

Event description:
The end user called and stated: he's been dealing with multiple cushion failures over the last few years. He was using a low profile cushion and recently changed to a high profile cushion recently per recommendation from his dealer. About a year ago, he ordered a new cushion and it was replaced in (B)(6) 2020. The replacement cushion leaked air which he says led to a baseball sized pressure injury that has opened up. He is very active, but expects to spend a month in bed to heal the wound he has not followed up with a doctor, but is basing that on his own previous experiences with injuries. He mentioned that he had checked his chair to see if anything with it was causing issues for the cushion. He also states that he has noticed his cushions fail more frequently since he started using his newer wheelchair, which is a quickie gpv, rigid. He uses side guards with the wheelchair.